Event description:
Patient representative reported left side capsular contracture requiring unilateral capsulectomy, breast pain, and increased risk of alcl. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture requiring unilateral capsulectomy, breast pain, and increased risk of alcl.